Event description:
It was reported that on (B)(6) 2005: the patient presented with preoperative diagnoses of transfer lesion and central stenosis of l3-4. The patient underwent the following procedures: posterior lumbar interbody fusion, l3-4, using a transforaminal lumbar spacer (synthes); posterior segmental instrumentation l3-4 with synthes ti uss; posterolateral fusion l3-4 with autograft, dbx, chrono's; exploration of spinal fusion l4-s1. No patient complications were noted. (B)(6) 2006: the patient presented with a preoperative diagnosis of l3-4 non-union. The patient underwent the following procedures: removal of l3-4 posterior non-segmental instrumentation; exploration of spinal fusion l3-4; re-implantation of l3-4 pedicle screws with 8mm in diameter pedicle screws measuring 60 in length at l3 and 9 mm in diameter, measuring 60 in length at l4 linked with a 6 mm in diameter x 50 mm in length rod; l3-4 posterolateral fusion using rhbmp-2/acs, a chrono's, and dbx. Per the op notes, the l3-4 transverse processes were decorticated. On each posterolateral gutter an rhbmp-2/acs patty was placed between the l3 and l4 transverse processes and over this they placed a mixture of 5cc of dbx, 5cc of chrono's, followed by a second patty on top of this and a third patty was placed on the medial border of the l3-4 pedicle screws. A repeat procedure of this was done on the contralateral side to allow for a mixture of rhbmp-2/acs, dbx, and chrono's to allow for a posterolateral fusion. No patient complications were noted. (B)(6) 2012: the patient underwent a CT myelogram. Findings: the patient has a well taken fusion at the l3-4 level; there is evidence of neural foraminal stenosis at l2-3; there is also evidence of disc degeneration at l1-2. (B)(6) 2012: the patient presented with bilateral lower extremity pain and cramps. (B)(6) 2012: the patient presented with the following preoperative diagnoses: l2-3 degenerative disc disease; l2-3 stenosis: status post prior l3-4 posterior lumbar interbody fusion and posterior spinal instrumentation and fusion. The patient underwent a l2-3 transforaminal posterior lumbar interbody fusion (t-plif), l2-3 interbody fusion and posterior spinal instrumentation and fusion, as well as removal of l3-4 instrumentation, and exploration of his fusion, and then an l2-3 laminectomy, foraminotomy and facetectomy for decompression of spinal stenosis. (B)(6) 2012: the patient underwent x-rays of the lumbar spine. Findings: posterior spinal instrumentation and fusion at l2-3 with bilateral pedicle screws, longitudinal fixation rods, and placement of interbody fusion material. Generalized bony demineralization of the lumbar spine is again identified. Straightened appearance of the lower lumbar spine from l3-s1 is again noted with interbody and posterior osseous fusion at all levels. Degenerative disc disease with associated endplate sclerosis and marginal osteophyte formation is again seen at l1-2. (B)(6) 2012: the patient underwent CT of the lumbar spine. Impression: status post revision of previous l3-4 psif, now l2-3 with interbody spacer, expected postoperative changes are present; l3 laminectomy; bony fusion is evident from l3-s1. (B)(6) 2013: the patient underwent x-rays of the lumbar spine. Impression: no interval change compared to his previous radiographs; his fixation appears to be solid and his graft appears to have maintained its position.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.